Manufacturer narrative:
Reported event: an event regarding segmentation involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 380 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding bumped array. There were no other reported events for the listed catalog number. Conclusion: the crisis log, session file, and vplog data from the case were reviewed. An analysis of the crisis log, femur checkpoint values, femur registration values, rio registration and verification values, and bone preparation checkpoints was completed. A ¿monitored tracker moved too fast¿ warning was recorded in the crisis log which is indicative of array movement. By converting the crisis timestamp associated with the ¿monitored tracker moved too fast¿ warning into that of the application, we were able to determine that this warning appeared after the user began to resect bone. The mako tka application user guide (pn 210467 rev.02, page 76) provides the following guidelines: "avoid abrupt position changes of certain tracked reference arrays (anatomy trackers, robotic arm base array) after image registration. These abrupt position changes do not occur frequently. However, if they do take place, it may indicate an unintended and potentially hazardous situation where the original implant plan (position/orientation) could be changed, translating into inaccurate bone preparation." No system defect or malfunction is suspected.

Event description:
The femoral array moved during the cuts and the anterior cut of the femur was off by 4 mm. After all the cuts had been made we noticed that the anerior cut of the femur was off by 4mm and discovered the array was loose. Surgical delay of 30 minutes. Tka case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The femoral array moved during the cuts and the anterior cut of the femur was off by 4 mm. After all the cuts had been made we noticed that the anterior cut of the femur was off by 4 mm and discovered the array was loose. Surgical delay of 30 minutes. Tka case.